Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit failed when powered on with error led lighted up on the front panel due to a faulty control board.

Event description:
A user facility reported that the led turned off at the beginning of a procedure and would not go off. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
It was determined that this submission is a duplicate and the relevant information has been submitted on manufacturer report # 3005975494-2020-00013.